Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was treated with an unk antibiotic drop and he developed inflammation in his eye. Since then, the inflammation resolved and recurred several times. Earlier this year, an allergy test showed that he was allergic to the antibiotic and the preservation of the eye drop he was using. Treatment was changed to preservative free eye drops containing a different antibiotic (product not specified). However, he repeatedly developed inflammation. At the time of this report, the event was persisting. The consumer was requesting allergy testing to determine if he was allergic to the lens material. Additional info has been requested.